Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device IFU manual was completed and did not reveal any evidence the device was used contrary to product labeling. There is no evidence that any updates to the document are required at this time. The IFU lists pain as a potential adverse event. Based on the information available, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported via social media that a patient had a convective radiofrequency water vapor thermal therapy procedure. The patient stated that the procedure left him in pain and hospitalized for 3days. No further information was provided.